Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (testing failure) was confirmed. As received, the belt failed incoming testing as it would not communicate with a test monitor. Upon evaluation, the u723 processor was shorted on the pca board inside the distribution node (dn). The cause of the test failures is the shorted processor. The root cause of the shorted processor cannot be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt failed functional testing.